Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer is confirmed; however, the exact cause is unknown. One 5.0 fr x 10 cm microintroducer was returned for evaluation. An initial visual observation showed the luer connector of the dilator was damaged and had an elliptical orifice with plastic deformation of the material at the narrow ends of the ellipse. No obvious evidence of use was observed on the returned sample. A microscopic observation revealed the material at the narrow ends of the elliptical luer orifice was folded over itself and plastically deformed. The luer connector of the returned dilator appears to have been compressed; however, no evidence was exhibited on the returned sample to indicate when or where this damage may have occurred. It is possible the microintroducer was damaged during packaging, handling, or use. The investigation was forwarded to the manufacturing facility for further evaluation. Reynosa evaluation: complaint due to ¿dilator hub was found deformed¿ was confirmed but exact cause remains unknown. According with the photo evaluation performed at reynosa facility and gross visual and microscopic visual evaluation performed at vad lab the following was concluded: the white dilator hub was found to be deformed in an oval shape. Damage during the manufacturing process may be a potential root cause/contributor to the observed issue. However, no findings from the DHR review indicated a manufacturing/processing related event. Based in our evaluations the exact root cause could not be determined. It is unknown if handling or clinical procedures contributed to the reported event taking in mind the condition of the received sample. Therefore, the cause of this condition remains unknown. A lot history review (lhr) of redp3233 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that immediately after opening the package, deformation of the tip of the sheath was found. Therefore, the sheath was not used. There was no reported patient involvement.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp3233 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that immediately after opening the package, deformation of the tip of the sheath was found. Therefore, the sheath was not used. There was no reported patient involvement.